Manufacturer narrative:
Pod was returned with the needle mechanism fully deployed. The soft cannula was free of damages and defects. The needle mechanism was also free of any damages and defects that would have led to the reported dislodging of the cannula. The exact cause of the reported event could not be determined. The pod was returned without the adhesive pad. No damages or defects were observed to the adhesive welds that would cause the adhesive pad to separate from the bottom housing of the device. A root cause could not be determined for the user reported event of adhesive pad separation.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported the patient's blood glucose level rose to over 250 mg/dl while wearing the pod between 4 and 24 hours. In addition the patient reports the pod failed to adhere and the pods cannula had become dislodged from the pod infusion site (abdomen). As treatment, the patient applied a new pod.